Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had a crack that was growing from the right corner of the screen and was about half an inch. The customer had noticed the damage a couple of months prior to the phone call. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.